Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total laparoscopic hysterectomy and cystoscopy due to stress urinary incontinence and menorrhagia. It was reported that the patient underwent a hysteroscopy, d&c, and novasure ablation on (B)(6) 2009 for abnormal uterine bleeding. No additional information was provided. (B)(4).